Manufacturer narrative:
The cause of the limb ischemia was not determined since product was not returned and all the necessary information was not provided. Correction: section b5 : additional information was updated which was inadvertently left out in the initial report. Section h6 : the health impact code was updated which was inadvertently left out in the initial report.

Event description:
Additional information noted the device was explanted to address the issue. The patient survived the procedure.

Manufacturer narrative:
The impella cp device has not been returned for evaluation. Upon investigation closure, a supplemental MDR will be filed. Impella cp with smart assist system instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high risk percutaneous coronary insertion was implanted with an impella cp device for mechanical circulatory support. While on support, the impella leg pulses were unobtainable. The patient is doing well from a cardiac standpoint. No additional information was provided regarding the reported issue.